Event description:
A customer reported that their pump was not displaying anything, although it was still emitting a beeping alarm. The issue impaired the customer's ability to interact with the pump or read the screen. There was no adverse impact on the customer's blood glucose level. The customer reverted to manual injections for insulin therapy.